Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: there are no unexplained por's observed in the bb data, intermittent power was not duplicated during this investigation. The pump was run on a 24 hour basal program using test cap with no intermittent power/reboot occurrences. The pump was opened; inspection performed on the power circuit with no defects found. No moisture was found internally. The battery cap was not returned with pump; test cap securely attaches to pump. There was no damage found to battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.